Event description:
It was reported that after implanting an incorrect diopter intraocular lens (iol) into a patient's left eye, the lens was explanted in a secondary procedure and the original incision had to be enlarged. It was stated that it this was use error, since a wrong diopter lens was pulled by the surgeon prior to the procedure and implanted using a non-amo cartridge. When the error was discovered post-operatively, the lens was explanted in a secondary procedure, and replaced with another lens with the same model and 19.0 diopter power. Additionally, sutures were used. Patient date of birth/and or age was requested; however, was not provided. No further information was provided.

Manufacturer narrative:
The implant date was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Implanted date: (B)(6) 2013. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Implanted date: (B)(6) 2013. Concomitant medical products: non-amo insertion system. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.